Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported the start/stop button was intermittently working on the 3100a. The customer did not provide patient information. At this time, it is unknown whether there is patient involvement.